Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. This complaint issue will continue to be monitored per the complaint handling process.

Event description:
End user initially reported (B)(6) 2014 there was 1/16th of an inch of red skin to right peristomal skin. No medical treatment was indicated at that time. Based on additional information received (B)(6) 2015, the end user was prescribed nystatin powder last year for the skin irritation.